Event description:
The patient reported that the needle button popped out before the 24 hour period on 4 v-go's. The patient indicated that last time this happened was today. The patient indicated that she pressed the needle button using the rounded end.